Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. A definitive root cause of the foreign material in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-290 series operation manual describes how to detect the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber has a chip and a crack and a white-clouded area, the adhesive around the objective lens was peeled, the light guide lens had a crack, the adhesives around the light guide lens had white-clouded area, the connecting tube had a buckling and a scratch and discoloration, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, switches 1 and 4 had wear, the plastic distal end cover had a scratch, the grip had a scratch, and the image guide protector had a scratch. The customer cleaned, disinfected, and sterilized the device, flushed the air/water nozzle with air and water with no delays or abnormalities reported. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor drainage. The procedure was completed with a similar device, and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.